Event description:
It was reported that patient was concerned that the spinal cord stimulator was affecting them mentally. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7072179/7073264.

Event description:
It was reported that patient was concerned that the spinal cord stimulator was affecting them mentally. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively.